Event description:
Caller indicated the relion prime meter was giving high readings. Customer stated she was having issues with her meter reading high. She received 273 and 213mg about 30 minutes apart and feels that is not right. Verified she stores her meter and strips in her room, cleans hands with alcohol, and allows fingers to dry thoroughly. She uses fingertip to test and has a hard time getting a blood sample. She is not receiving any oxygen therapy. Strips were opened last week. She stated she has the solution and it was in range. While speaking with the customer she started to explain that the meter runs too high. She stated she doesn't really eat and she has been going to bed without eating. On (B)(6) 2015 she took her reading and received 175mg so she gave herself 10 ounces of insulin and went to bed. Customer stated she woke up out of her sleep because she has not been sleeping well. She decided to check her blood glucose and received lo. She stated she was not having any symptoms, but she ate some crackers and drank cocoa. She stated she felt good afterwards and went back to sleep. She woke up this morning and her reading was 112mg. Customer stated her normal glucose levels range from 78-113mg. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.